Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported she has had issues with her infusion sets. Pt stated a week ago, her blood glucose levels were elevated and when she removed the infusion set, the cannula was bent at a 90 degree angle. Pt reported, her blood glucose started to deviate from her target range about 2 hrs after inserting the infusion set. Pt¿s target blood glucose range is 80¿120 mg/dl. Pt stated, her blood glucose readings were elevated into the high 200¿s mg/dl to the low 300¿s mg/dl. Pt reported, she treated herself by removing the infusion set and inserting a new. Pt stated, her blood glucose levels went back down to normal range. Pt reported, she has had some issues when inserting the infusion set and it not staying in. Pt stated, it is not an issue with the adhesive and there is a good possibility it is the way she is inserting the infusion set. Pt is inserting the infusion sites manually. Pt reported there were no other kinks in the infusion set cannula, just the one kink that was at a 90 degree angle. Advised pt on the different types of available infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent; no product return was requested.